Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cup insertion handle was broken in case. The threads at the end of the handle that screw into the acetabular cup completely broke off.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the insert fractured at the base of the smaller threaded region, with the pinned threaded region retained within the impactor shaft as a result of high stress low cycle bending fatigue crack initiation and propagation. No material defects were observed in the insert that could have contributed to fracture initiation and/or propagation to failure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: UDI: (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.